Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history records review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Add'l info was requested and rec'd. (B)(4).

Event description:
A user facility reported that an intraocular lens (iol) was removed due to a split at the bottom, one haptic was broken. In a f/u with the surgeon, he reported the iol unfolded in the patient's eye and a split was observed in the optic. The lower haptic broke during pulling back. The iol was cut into two pieces and removed. The surgeon reported there was no harm to the pt. There was a thirty minute delay in the surgical procedure.